Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the agiltrac balloon ruptured below 14 atmospheres. The entire device was removed without difficulty and there was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.